Event description:
Pt had stenosis present in the left common iliac artery. After deployment of the contralateral iliac leg graft, another MFR's stent was deployed within the lumen of the zenith aaa iliac leg graft to ensure the patency of the vessel by providing additional radial force. The planned ipsilateral iliac leg graft was inadvertently deployed in the valve, therefore a main body extension was deployed in the ipsilateral limb of the main body graft. Final angiogram viewed good placement of all devices, with no endoleaks noted.